Event description:
Revision surgery performed due to infection. The implanted device was disposed at the hospital so it won't be returned for evaluation. The surgeon doesn't think the product failed because it has taken long time after the primary surgery.

Manufacturer narrative:
(B)(4).